Event description:
It was reported that the 9600 system had a collimator iris error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.